Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a spinal fusion procedure on (B)(6) 2021, the surgeon was performing final tightening on the single inner set screw and the final torque x25 was stripped on the expedium 5.5 ti set screw. The surgeon completed the case without delay, using the other torque driver shaft found in the expedium set. The patient was not impacted; no fragments were generated and there was no delay. This report is for a x25 final tightener. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4. Lot. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes.. Visual inspection: the x25 final tightener were received at us cq. Upon visual inspection, the tip of the device was observed to be stripped. Additionally signs of normal wear from field usage were observed on the device. No other issues were observed with the returned device. The received condition is consistent with the complaint condition, hence complaint can be confirmed for the returned device. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369514 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.